Manufacturer narrative:
H3 other text : device not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged prostate cancer. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device sound abatement foam. The patient has alleged prostate cancer. Medical intervention was not specified. The device was returned to the manufacturer product investigation laboratory for investigation. During the investigation manufacturer observed a dust like contamination at the air inlet of the blower box. Dust like contamination iso port. Dust like contamination was on top of the blower motor. Dust like contamination on the blower box. Potential mineral deposits on the bottom of the blower which is indicative of water ingress. The manufacturer used a foam integrity test tool and was not able to confirm the presence of degraded sound abatement foam. The device event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.